Event description:
The user's hearing performance with the device is affected. The user reportedly did not sustain any head trauma or similar injury.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reportedly did not sustain any head trauma or similar injury. The user has be re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user reportedly did not sustain any head trauma or similar injury. The user has be re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.